Event description:
It was reported that the patient experienced an overstimulation/shocking sensation on the morning of (B)(6) 2013. The patient turned stimulation off at this point. The sensation continued when stimulation was turned off, so the patient went to the emergency room (ER) that evening. There was no known accident or incident associated with the event. It was noted that the patient had a fall on (B)(6) 2013 while at work. The patient reportedly hit her head, but did not fall back on the implantable neurostimulator (ins). The patient was seen for the fall, but did not require any further medical care. The patient indicated that therapy had been fine until this morning. It was stated that the sensation was felt in the patient¿s rectal area and then it traveled to the back and down the leg. The sensation occurred every 4-5 minutes. The patient had 10-12 episodes since being admitted to the e.r. Stimulation was confirmed to be off. The patient was on program 2 at 1.5 volts. The reporter turned stimulation down to 0.0 volts, but that did not help. X-rays were taken of the pelvis and it was stated that the lead may be out of the foramen some, but the healthcare provider could not tell for certain. The patient was given fentanyl and was more comfortable now. The patient was admitted to the hospital. It was later reported the next day that the patient still had sensation, but was felt at the pocket site. Stimulation was again confirmed to be off. The patient was on morphine for pain and discomfort. The manufacturer representative was going to try to arrange for the patient to be seen by the managing physician on monday or tuesday.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va06nfu, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Final analysis of the (neurostimulator) (B)(4) revealed neurostimulator functionally okay with insignificant anomalies. Final analysis of the tined lead (B)(4) all of the conductors are broken (overstress damage) at the distal end of the medial segment.

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Manufacturer narrative:
(B)(4).

Event description:
It was reported later reported that the device was causing discomfort and occasionally shocked to patient. The patient was also convinced that the neurostimulator (ins) was cracked in two inside the pocket in her body. The lead broke during extraction leaving the distal electrodes and tines in the patient. It was noted that impedance testing-ray and reprogramming were performed. The patient experienced pain, lack of efficacy, less than 50 % therapy relief and the issue or symptom was located in device pocket and lead location. The patient demanded that the device be revised and moved to the contralateral side. The system was replaced. The patient status was reported as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.